Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) had one side of the metal separated from the jaws. They had to open another kit to finish the case. No patient affects, no delays.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/29/2023. An investigation was conducted on 12/15/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact jaws. Charred material was observed on the base of the intact jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. Tissue was observed on the tip of the heater wire. No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000330650 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.